Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that excess silicone was found in the unspecified bd¿ syringe before use. The following information was provided by the initial reporter: we have received a batch of 10ml syringes which appear to have an excess of silicone in some syringes.

Event description:
It was reported that excess silicone was found in the unspecified bd¿ syringe before use. The following information was provided by the initial reporter: we have received a batch of 10ml syringes which appear to have an excess of silicone in some syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/14/2020 h.6. Investigation: three photos and five 10ml syringes with white tip caps attached inside an unknown package were received and evaluated. Each of the syringes were visually inspected with the normal and expected amount of silicone observed per product specification. DHR could not be performed because of the unknown lot#. Complaint could not be confirmed and the root cause is undetermined.